Event description:
It was reported that during a left lap hemicolectomy procedure, the articulating lever properly turned but it did not allow the correct inclination of the device. The procedure was completed with the same device using more cartridges. No patient consequences were reported.

Manufacturer narrative:
Date sent: 7/10/2007. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right and center the staple formation was conforming, however when fire in the left position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components; the articulation gear teeth and the articulation band were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.